Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. No abnormalities was noted during preparation of the sheath. It was mentioned that once the farawave catheter was inserted into the faradrive sheath through the hemostatic valve, air was noted from the side port. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No leak on the sheath nor any air was noted in the patient. Pressure bag irrigation method was used with a flow rate of 20ml/h. Catheter and starter guidewire was inside the sheath when air was noted. No patient complication was reported. The device is not expected to be return for analysis.